Event description:
Rptr complains of hair loss, joint pain, migraines, muscle nerve damage all 4 limbs, restrictive lung disease, dry eyes & mouth, digestive disorders, raynaud's syndrome, low nausea, swollen lymph nodes, chronic fatigue, autoimmune disorder atypical, depression.